Manufacturer narrative:
(B)(4). The peritoneal effluent was not clear. On an unreported date, the peritoneal dialysis catheter was removed, dianeal therapy was discontinued, and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection vancomycin (2g; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported and patient&#38112;recovery status was unknown. No additional information is available.